Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed the helix was retracted and there was dried blood in the helix and throughout the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. The helix mechanism failed to retract, likely due to the blood products in the mechanism. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was implanted. Measurements revealed high out of range impedance and no sensing or stimulation. The lead was removed, replaced and returned. Post procedure, acceptable measurements were obtained with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.